Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. The first proximal stent strut was lifted. This damage likely occurred while withdrawing the device from the patient. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13jun2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation, a 3.00 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion due to angulation and calcification of the blood vessel. The procedure was completed with a different device. No patient complications were reported and patient status was fine. However, returned device analysis revealed stent damaged.